Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified a break at the midshaft at the port site. This type of damage is consistent with the device meeting resistance upon advancement and/or withdrawal. The stent was not returned as it was implanted in the patient. The tip and balloon were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a shaft fracture occurred. The 20mm in length 80% stenosed proximal lad lesion was treated with pre-dilation of a 3.0x8mm non-bsc balloon at 8atm for 8 seconds. A 3.0x23mm non-bsc stent was deployed at 16 atm for 17 sec. The 3.0x23mm stent was post dilated with a 2.25x15mm non-bsc balloon at 22 atm for 18 sec. The 15mm in length, 60% stenosed target lesion was located in the mildly tortuous and moderately calcified mid to distal left anterior descending (lad) artery with timi ii flow. The mid to distal lad lesion was pre-dilated with a 2.25x12mm non-bsc balloon at 8atm for 6 sec. The 2.25x20mm promus element stent was deployed at 14 atm for 26 secs. Upon withdrawal of the stent delivery system from the end of the guide catheter the shaft of the device fractured 20cm from the hub. The fractured section of the device was removed from the guide catheter. The procedure was completed with a 2.25x12mm promus element implanted in the mid to distal lad. The implanted stents were post-dilated with a 3.75x15mm non-bsc balloon at 22 atm for 17 sec and a 2.25x21mm non-bsc balloon at 22 atm for 13 sec. Following procedure revealed 0% residual stenosis and timi ii flow. No additional patient complications were reported and the patient status is fine. Medications given include: aspirin, prasugrel, tirofiban, gtn, adenosine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a shaft fracture occurred. The 20mm in length 80% stenosed proximal lad lesion was treated with pre-dilation of a 3.0x8mm non-bsc balloon at 8atm for 8 seconds. A 3.0x23mm non-bsc stent was deployed at 16 atm for 17 sec. The 3.0x23mm stent was post dilated with a 2.25x15mm non-bsc balloon at 22 atm for 18 sec. The 15mm in length, 60% stenosed target lesion was located in the mildly tortuous and moderately calcified mid to distal left anterior descending (lad) artery with timi ii flow. The mid to distal lad lesion was pre-dilated with a 2.25x12mm non-bsc balloon at 8atm for 6 sec. The 2.25x20mm promus element stent was deployed at 14 atm for 26 secs. Upon withdrawal of the stent delivery system from the end of the guide catheter, the shaft of the device fractured 20cm from the hub. The fractured section of the device was removed from the guide catheter. The procedure was completed with a 2.25x12mm promus element implanted in the mid to distal lad. The implanted stents were post-dilated with a 3.75x15mm non-bsc balloon at 22 atm for 17 sec and a 2.25x21mm non-bsc balloon at 22 atm for 13 sec. Following procedure revealed 0% residual stenosis and timi ii flow. No additional patient complications were reported and the patient status is fine. Medications given include: aspirin, prasugrel, tirofiban, gtn, adenosine.